Event description:
Info rec'd indicates the trendelenburg function is inoperable.

Manufacturer narrative:
The technician isolated the issue to the logic board assembly. He replaced the logic board assembly to repair the bed.